Event description:
It was reported that the patient was seen in clinic and presented with high lead impedance and low output current. When the patient was seen in november the impedance was within normal limits. The patient's father reported that the patient experienced a seizure that resulted in him falling off a chair and hitting his head recently. The patient was referred for x-ray images which showed a clear lead fracture in the neck area near a tie-down. The patient's device was also disabled. The x-ray images were received and reviewed. The generator is located in the patient¿s upper left chest. The connector pin cannot be seen coming through the second connector block. The lead pin is also backed out further than normal when fully inserted. The filter feedthru were confirmed to be intact. The lead was observed in the patient¿s neck and appeared to be routed toward the patient¿s left chest. A strain relief bend and loop are present per labeling. Two tie downs were visible, and placed per labelling. The lead wires appear to have a strand break in the neck area between the two tie-downs. Although it appears that the lead pin is not fully inserted, at this time it will be concluded that the cause of the patient¿s high impedance is due to the clear lead fracture observed. No known surgical intervention has occurred to date. No other relevant information has been received to date.